Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female patient was scheduled for impella implant for mechanical circulatory support. The us complainant had a 5.5 being placed via the axillary, for the patient undergoing mvr (mitral valve replacement) and CABG (coronary artery bypass grafting¿). The 5.5 pump failed to deliver due to arterial stenosis. The team instead placed a cp for support. No lasting harm or injury from attempted delivery.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. As per clinical the patient had stenosis at bifurcation of the carotid arteries to the aortic arch. Reattempted 5.5 insertion after angioplasty, but unsuccessful and aborted 5.5 insertion. The cause of the delivery issue was patient condition related due to patient having stenosis condition and unable to advance pump further past the aortic arch.